Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information received from the field representative had indicated that this right ventricular (rv) lead was explanted due to other than non product experience. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. The patient did not require any pacing. The physician performed a surgical intervention and had use the old lead. This rv lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.